Event description:
The hospital reported that during endoscopic vessel harvesting procedure, the hemopro 2 extension cable would not lock into the hemopro 2 device. The hospital intends to return the product in question. A maquet representative will be visiting the hospital to review their current practices. We are following up for add'l info regarding this event, including the date of the event, how the procedure was completed and if there were any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).